Event description:
Patient iliac arteries were pre-dilated using two balloon catheters. After successful delivery of the stent graft, the delivery catheter could not be withdrawn from the patient's right iliac. Physician attempted dottering technique without success. Patient was converted. One aspect that was not appreciated prior to the procedure was the degree of calcification of the right iliac.

Event description:
The delivery catheter could not be withdrawn from the pt's right iliac following successful delivery of stent. The pt was converted to open surgery. The stent was removed and the pt is recovering. The pt was predilated prior to delivery of the stent graft using two balloon catheters (8x4) through both limbs, approx 15 secs each. Tortuousity was not too great, with no angle greater than 90 degrees. One aspect that was not as greatly appreciated via mm8 modeling was the amount of calcium in the right iliac.